Event description:
The facility reported a colleague infusion pump malfunction with an 804:04 failure code. It is unknown when this event occurred. This event was reported to have taken place in the general physical therapy ward. This condition has the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 804:04 failure code was not confirmed initially. Upon further review by quality engineering, the failure code 810:04 was captured and confirmed as the as determined problem. This condition was due to an air in line printed circuit board (ail pcb) being out of calibration. The ail pcb was calibrated to correct this condition. Additional information: a service history review revealed that the device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition of ''804:04 failure code." A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.